Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm and a no delivery alarm. The customer stated that the drive support cap was protruding. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the operating currents measurement, self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No motor error alarm during testing was noted. The motor passed the motor test. The pump had a cracked case at the display window corners, cracked battery tube threads, a broken reservoir tube lip, a cracked belt clip slot, a stained end cap sticker, minor scratches and a cracked display window. The drive support disk was inspected and no anomaly was noted.